Manufacturer narrative:
Integra has completed their internal investigation on 18mar2016. The additional investigation activities included: methods: review of device history records. Review of complaint history. Results: a review of the device history records is performed for manufacturing lot f0ss. This lot was manufactured in october 2012. No anomaly about raw material or dimensions is found that could be linked to this breakage. A review of the complaint system was performed. This is the second incident reported to newdeal about breakage of an advansys® dlp plate (post-operative) for the past two years. During the same time period, (B)(4) advansys® dlp plates were sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. This is the first incident for this manufacturing lot. (B)(4) advansys® dlp plates were manufactured for this lot. Lot failure rate is (B)(4). Conclusion: given the description of the event and the observations made during the investigation and the lack of returned product, the root cause of the incident cannot be determined. No anomaly was found on documentary review.

Event description:
It was reported the device broke. The device was implanted (B)(6) 2014. The issue was detected during a routine follow up x-ray check, x-ray dated (B)(6) 2015. The plate and screws were removed (B)(6) 2016 because the plate was broken. No other device was implanted. "Since the removal the patient is okay."

Manufacturer narrative:
Integra has completed their internal investigation on 22jul2016. The additional investigation activities included: methods: evaluation of actual device. Results: visual examination of the returned advansys ® dlp plate determined that the plate is broken. Product was sent to an external laboratory for failure analysis (macrographic and micrographic analysis, hardness test). The rupture occurred in 2 areas of the implant. The area 1 presents several characteristics of fatigue mode failure (initiation in several locations, ratchet markets, smooth aspect, no crystalline aspect, and several striations). The surface failed in fatigue is very large; indicating that the stress applied was low. This stress is applied from the bottom of the part. The area 2 presents the same characteristics as area 1, then the same failure mode in fatigue. In the initiation sites, there is no material defect (as porosity, inclusion). The measured hardness are in agreement with the mechanical specifications of a stainless steel grade. Updated conclusion: the material (conform, without defect) is not the failure root cause. The fatigue rupture, under low stress applied, indicates a fixing issue leading to abnormal implant moving.